Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 48-58 mg/dl from (B)(6)2 023 to (B)(6) 2023. The suspected cause was due to the customer¿s personal profile getting adjustments when the customer met with the healthcare provider (hcp). Customer consumed carbohydrates to address bg for all low bg levels. Recommendation was made to consult with a hcp to discuss diabetes management.